Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2020-apr-20 regarding a patient receiving baclofen (4000mcg/ml at 1476mcg/day) via an implanted infusion pump. It was reported that logs were read and motor stalls had occurred. The patient reported two motor stalls. The environmental, external, and patient factors that may have led or contributed to the issue were unknown. The pump was explanted and replaced and the issue was resolved. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.